Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of compounded baclofen (2000mcg/ml, 660mgc/day) in an implantable infusion pump for intractable spasticity. The patient experienced inadequate therapy (unknown onset date). There were no dye studies or rotor studies performed, per the reporter's knowledge. The catheter was cut at the spinal connector and there was flow from both ends. The spinal segment was replaced. An intraoperative prime was performed without the catheter connected to check pump function and it flowed perfectly. The issue was resolved at the time of the report. The patient's status at the time of the event was stated to be alive with no injury. Additional information was requested from the hcp regarding concomitant drugs, pertinent medical history, when the inadequate therapy began, and if the cause of the issue was determined.